Event description:
It was reported that when the device was interrogated prior to implant, an error message was displayed. Alerts for disabled hv therapy and longevity were observed. The battery was below beginning of life implant capacity. It was noted that the device was exposed to cold temperatures. It is suspected that this was the cause of the error message. The device was implanted since the doctor did not want to wait for another ICD. At one week follow-up check, there were no alerts noted and the device is functioning normally. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.